Event description:
The customer reported an issue with the speaker and vibration function of their insulin pump, stating that the volume and vibration were too quiet. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on various troubleshooting steps but ultimately arranged for a replacement pump due to unresolved issues. Reportedly, customer reverted to manual injections for insulin therapy.